Manufacturer narrative:
Device evaluated by MFR: based on hazards identified, the following attributes were considered during analysis: the wolverine device was received and analyzed. A complete break was identified in the hypotube the device. A visual and microscopic examination was performed on the returned device. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 415mm distal to the strain relief. The hypotube was also noted to be kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the damage identified. A microscopic examination identified no damage to the tip of the device. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon had not been subjected to positive pressure. No issues were noted with the balloon that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 6mm x 2.50mm wolverine coronary cutting balloon was being advanced in to the guide catheter when the shaft broke approximately 20 cm from the hub. The wolverine catheter never entered the patient. The procedure was completed with a different device. No patient complications were reported in relation to this event.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 6mm x 2.50mm wolverine coronary cutting balloon was being advanced in to the guide catheter when the shaft broke approximately 20 cm from the hub. The wolverine catheter never entered the patient. The procedure was completed with a different device. No patient complications were reported in relation to this event.